Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia, vomiting and ER visit. No product lot number was reported therefore no qualification records were reviewed. The omnipod's user guide warns to "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's mother reported that her son was throwing up for 16 hours with high blood glucose (exact bg level was not provided). She took him to the emergency room and upon arrival they told her his symptom could be related to the flu. She did not provide any further information regarding the ER visit or her son's treatment.